Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer mentioned that she received low battery alert. The customer changed the batteries and the display did not return. The insulin pump was not returned for analysis.